Event description:
The facility representative reported a colleague infusion pump with a 500:320 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 500:320 failure code was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was the result of a 500:320:654 failure code found in the event history. The root cause was determined the cause to be a defective keypad. The front bezel was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.